Manufacturer narrative:
Please review attached for the investigation results. The associated complaint devices were not returned. A clinical evaluation was conducted and no clinical supporting documents were provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to loosening.